Event description:
Reporter reports back to back testing with meter and lab while using the inform system with results of 85 mg/dl on the meter and 53 mg/dl from the lab. Quality controls were run daily and passed. No adverse event reported. A request was made for return of the suspect product and a replacement was declined by the reporter.